Event description:
It was reported that the customer's insulin pump alarmed after changing the infusion set. The blood glucose reading was 2.7mmol/l. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms noted. The pump passed the off no power, self test, unexpected restart, displacement, and rewind tests. The pump alarmed compromised force sensor system during the basic occlusion tests and unable to prime during the prime test due to a loose/protruded drive support disk. Unable to complete the functional tests, including the occlusion and excessive no delivery alarm tests due to the compromised force sensor system alarm. The pump had intermittent button response during testing due to corroded keypad traces. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, and a missing end cap sticker.